Manufacturer narrative:
Batch review performed on 16 june 2018: lot 166509: (B)(4) items manufactured and released on 09 december 2016. Expiration date: 2021-11-17 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to instability 1 year after primary. The cause of instability is ligamentous laxity. The surgeon upsized the poly from a 10 mm to a 14 mm. The surgery was completed successfully.